Event description:
The manufacturer received information alleging a ventilator was alarming for "high inspiratory pressure". The patient's blood oxygen saturation decreased and the patient had to be switched to a back up ventilator. The device was returned to the manufacturer for evaluation. The device performed to manufacturer's specifications.